Event description:
It was reported that a spectrum iq pump had keyboard buttons which aren't functioning as they should. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.